Event description:
An olympus employee reported on behalf of a customer, the evis lucera elite bronchovideoscope screen displayed like a sandstorm during preparation for use. The intended therapeutic procedure was completed using a replacement device. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of screen displayed like a sandstorm was not confirmed. In addition, due to damage on scope connector, a noise image occurred. No electrical continuity due to damage on distal end. The adhesive on bending section cover had a chip. The scope connector had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The connecting tube had a dent. The control unit had a scratch. The switch box had a scratch. The scope cover had a scratch. Grip had a scratch. Angulation lever had a scratch. The up/down plate had a scratch. The insertion tube rotation ring had a scratch. The universal cord had a scratch. The protector of universal cord on scope connector side had a scratch. Scope connector cover unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. Olympus will continue to monitor field performance for this device.